Event description:
Boston scientific crm received information that decreased r-wave measurements were noted and this right ventricular (rv) lead was found dislodged one day post implant. The patient was not pacemaker dependant and no symptoms were reported. A lead revision was performed where this lead was successfully repositioned. Other than the procedure, no adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.